Event description:
Following insertion of 10 fr ptfe tearaway introducer from angiodynamics vortex port kit the grey cover kings/bends so the user is unable to advance silicone catheter. Used peelpro introducer from individual kit by peelpro and found this to be thicker and did not bend/kink like other. This is third pt it occurred on. Reference report #mw5061599 and mw5061600.